Event description:
It was reported that during a robotic appendectomy procedure, they attempted to fire stapler multiple times without success (couldn't fire device). The case was completed with another device of the same product code. It is unknown on which firing the issue occurred and the reload codes are unknown. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. The batch record was reviewed and no anomalies were noted during the manufacturing process.